Manufacturer narrative:
Date of event: the event occurred on an unspecified date in 2019. Initial reporter e-mail: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with a prismaflex m100 set, ¿a break of component in the polyfix connection¿ was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. The visual inspection of the provided pictures showed that the cone of the male luer lock (mll) of the return line is cracked inside the female luer lock of the rinsing accessory. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the condition was not determined. Additional recommended instruction is provided with this device for how to connect the female luer lock and the male luer. Should additional relevant information become available, a supplemental report will be submitted.